Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 395 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was found to be damaged. Measurement of the cannula found that the cannula was out if specifications. Because the cannula was damaged, fluid did not exit the entire fluid path as intended. Although damage to the cannula was observed, the timing and cause of this damage cannot be determined; it cannot be determined if this damage contributed to the reported event. No other damages or deficiencies were observed during the investigation.